Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of capture. Programming changes were performed to address the issue. The patient condition was unknown.